Event description:
The physician reported that during a femoral access cardiac procedure, he attempted to pull the catheter back over the wire and the hub detached from the sheath. The physician was able to remove the sheath from the pt using a hemostat. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.